Event description:
It was reported that there was a sharp bend where this right ventricular (rv) lead exited the header of the implantable cardioverter defibrillator (ICD). It was suspected that there was a loose connection between the lead and the device. The shock lead impedance measured greater than 200 ohms and the pace impedance was fluctuating. This rv lead was successfully explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).